Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to extend and redo a previous construct with competitor product that resulted in pseudoarthrosis. The patient underwent surgery which consisted of a l2-3 posterolateral fusion with posterior lumbar interbody fusion; l5-s1 posterolateral fusion; l2-3 laminectomy, foraminotomy and decompression; exploration of fusion; application of pedicle screws; application of vertebral body spacer at l2-3; and harvesting of iliac crest bone graft, right side through a separate fascial incision, cancellous. Imaging was utilized to confirm position and alignment. No patient complications were noted. Approximately 2 weeks post op of the revision surgery, the patient presented with improved pain in legs and back. The patient reported occasional numbness and tingling. Incision was well healed with no edema or erythema noted. Approximately 6 weeks post-op the patient presented with neck pain, bilateral shoulder pain, and low back pain. The patient complained of a burning sensation into the neck and shoulders along with back and leg pain. Radiographs showed good alignment of hardware and bone graft. Impression: low back pain, cervicalgia, and shoulder pain with possible rotator cuff tear. The physician felt the patient was "totally permanently disabled based on the fact that he had the lumbar surgery which did have failure and he also had the cervical surgery that resulted in significant difficulty with hardware failure and fracture of screw." Approximately 5 months post-op the patient presented with neck and back pain. The neck pain radiated into the trapezius bilaterally. The patient reported that the back pain had decreased since the surgery. Per the encounter notes the patient had recently undergone a right shoulder arthroscopy. Radiographs of the lumbar spine demonstrated good alignment and bone graft. There was no disruption of the construct. Approximately 6 months post-op the patient presented with neck, back, and hand pain. It was reported that the patient had persistent symptoms in the neck and into the hands however his back and legs were improving. The patient had decreased motion in the neck. Impression: cervicalgia, dorsal back pain, low back pain, and cervical radiculopathy. The patient underwent a cervical spine MRI which demonstrated syrinx within the spinal cord from c7-t1 through t1-t2 levels measuring approx. 2.0 x 0.7 x 0.4 cm; c3-4 through c5-c6 anterior cervical fusion with prominent susceptibility artifact significantly limiting evaluation for spinal stenosis at those levels. No MRI evidence of acute postoperative complications. Probable moderate bilateral c3-4 foraminal stenosis, moderate left c4-c5 foraminal stenosis and moderate bilateral c6-7 foraminal stenosis. Seven months post-op the patient presented with low back pain and underwent a lumbar spine CT scan which demonstrated status post l2-l5 plif pedicle screws in good position without evidence of fracture or loosening. Posterior rod was intact. Alignment was anatomic. Nine months post-op, the patient presented with back, buttock, thigh, and neck pain. Per the encounter notes, the patient was recently post op from a right shoulder revision surgery. The patient complained of difficulty with activities of daily living secondary to back pain. Medications: muscle relaxants and anti-inflammatories as needed. Radiographs of the lumbar spine revealed a new right s1 screw fracture. Three days later the patient presented for a pre-op evaluation with chest pain, dyspnea, and abnormal EKG. The patient underwent a stress test which demonstrated adequate findings. Stress EKG showed normal sinus rhythm but had chest pain symptoms suggestive of angina and symptoms of dyspnea. Risk level was assessed as very low for a cardiac event. 10 months post-op the patient presented with fractured hardware in low back, severe arthrosis, clicking and grinding sounds, and pain. Eleven months post-op the patient presented with back pain and underwent a lumbar myelogram which showed the right s1 pedicle screw in satisfactory alignment but with what appeared to be a fracture through the middle of the screw "this could not be seen on CT imaging. There was grade 1 fixed l4-5 spondylolisthesis. There was some prominence of disc bulging. The patient underwent a lumbar spine CT post myelogram which demonstrated transpedicular posterior fusion l2-s1. Intervertebral body fusion. There was some narrowing of the neural foramina at l2-3 and left l5-s1. There was disc bulge at l1-2, l2-3, and right l3-4. There was some grade 1 anterior spinal listhesis fixed l4-5 and facet arthropathy at l1-2 and l2-3. Alignment appeared satisfactory. There was no evidence of pedicle screw fracture or loosening. Thirteen months post-op the patient presented with back, neck and leg pain. The patient complained of difficulties with activities of daily living. Per the encounter notes, the patient had fractured hardware in his neck and low back. A CT scan was reviewed which verified the fractured hardware. The neck had fused however the patient had pseudoarthrosis in the low back. It was recommended that the patient undergo a revision surgery. The patient did not want any type of surgery at that time. Impression: post-laminectomy, failed back, fractured hardware.

Manufacturer narrative:
Additional info: films supplied for review found: complex construct from l2 to s1 with segmental pedicle screws and capstone within the l2, l3, l4 and l5 discs. Pictures show bilateral broken screws at s1.

Manufacturer narrative:
(B)(4)

Event description:
It was reported per patient call that the patient underwent revision surgery and the devices (screws and rods) were removed. He claimed that the rods removed had "jagged edges" as if the doctor cut the rods to fit. The patient reported to be doing much better now.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l2-s1 to extend and redo a previous construct with competitor product that resulted in pseudoarthrosis. Ten month¿s post-op it was found on x-ray that a screw had broken at s1. One month later on a new set of x-rays it was found that two screws were broken at s1. The patient does not want to undergo a revision surgery and believes that he is in the process of fusing. The patient is in pain and miserable.